Event description:
Pt reported last infusion, infused for over 5 hours while normal infusion time was supposed to be around 3:30. Pt did not miss a dose or experience an adverse event. Pump used to infuse hizentra was able to be infused. Pt requesting a replacement freedom60 pump as pt states last pump obtained was over 9 years ago. No other information provided. Unknown of provider is aware. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.